Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the sticky white piece came off, the buttons stick a lot, the plastic piece on the screen was coming off and it was hard to read the screen. Customer stated that the keypad was coming up and they tried to put it back but it was not working. Customer stated that the stickers were peeling off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.